Event description:
A user facility reported to olympus that a "b30" error occurred upon connection of an endoscope prior to a procedure. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproducible as the device was not returned for repair. However, it was surmised that the phenomenon may be attributed to temporal contact failure with scope caused by foreign object, dirt, or dust on the scope socket. Since further information was not available, the cause of the phenomenon could not be identified. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. The video system center cannot communicate with the endoscope. Stop using the endoscope and contact olympus.¿ olympus will continue to monitor field performance for this device.